Event description:
A pt was undergoing an operation for right femur osteosynthesis. The duration of the operation was noted as one hour. A dispersive electrode was placed on the pt's left hip area. After the operation, the dispersive electrode was removed and a 3rd degree burn was noted under the electrode. The burned area required debridement of the burned tissue and closure. The size of the burn was noted as 6 x 6 cm.